Event description:
It was reported that the pump was 'no longer working.' It had not been refilled for a couple of years. The reporter stated that it 'just wasn't working for her anymore.' The device system had been infusing morphine.

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).